Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation (exact date not provided). A diagnostic test found high impedance measurements for four lead contact. Surgical intervention was undertaken to explant and replace the patient's lead. Effective stimulation was recaptured for the patient following the procedure.